Event description:
It was reported that there was suspected early battery depletion and the device was at eri (elective replacement indicator). It was noted that the patient received frequent therapies, including atp (anti-tachycardia pacing) and shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2011. (B)(4).